Manufacturer narrative:
G4:19jan2021. B4:25jan2021. The authorized service personnel (asp) replaced the touchscreen to address the reported issue. The unit serial number is under the unit affected list (ual) for recall. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 03nov2020.

Event description:
The customer reported that the unit is still down due to a frozen screen. The customer contacted product support and requested for the repairs related to the touchscreen to be completed. The customer reported that the unit was not in use on a patient.